Event description:
It was reported the ipg is unable to communicate with the external devices. The patient was incarcerated for several months and was unable to recharge or use her scs system.follow up information identified the patient underwent surgical intervention to remove and replace her ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).